Event description:
It was reported that a sdh29 was used during a low anterior resection. It was reported by the affiliate that during the procedure that the sdh29 was used, the surgeon followed the steps of firing correctly. Only when the anvil was connected to the trocar point, they turned clockwise. It was turned to tighten at the smallest staple height and the surgeon fired the device and then it would not turn clockwise or counter clockwise. The surgeon had to cut the stapler out of the bowel and made a anastomo is by hand to complete the case.